Event description:
It was reported when using the bd vacutainer® serum there was sample leakage through the cap on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples were subjected to a visual inspection for damages, and all passed without issues. Additionally, 10 retained samples were visually inspected for brittleness, and all passed successfully. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1 initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum there was sample leakage through the cap on an unspecified number of devices. There were no health consequences or impacts reported.